Event description:
On (B)(6): customer reports via phone, staff attempting to perform a procedure when fluoro failed. Staff did not recall patient or procedural information, only that room failed and patient had to be moved to another room for the procedure. Staff reports procedure completed without further incident. No reported injury.

Manufacturer narrative:
This event was not originally reported by the customer. During manufacturing investigation of 1518293-2010-00167, covidien product monitoring staff were made aware of this event. Customer reports they did not have the urology system evaluated by service. System was repaired and returned to full service on investigation of 1518293-2010-00167.